Manufacturer narrative:
The patient's exact date of birth is unknown; however, it was reported that the patient was born in 1967. Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. E7118 post market surveillance. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
Hold for ac 4/4/23 it was reported to boston scientific corporation that a jagtome revolution rx was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023 as part of the e7118 post market surveillance. There was no device deficiency of the jagtome revolution rx during use and the procedure was completed with the same original jagtome revolution rx. On (B)(6) 2023, the patient experienced abdominal pain, which was most likely "cholangitis." The patient was hospitalized for a day and was given antibiotics. The patient became better without additional intervention. It was reported that the adverse event was related to the jagtome revolution rx. The patient was discharged without any major intervention or consultation from the hospital.